Manufacturer narrative:
Initial

Event description:
It was reported that a user expressed concern about maladaptation of the ilet pump algorithm due to frequent manual meal announcements and corrective boluses including multiple meal entries when not eating and occasional duplicate or extra boluses, which constituted a use-of-device problem with a reported blood glucose value of 50-60 mg/dl. The user takes mounjaro 5 mg and performs daily weight resistance exercise with approximately 100 g protein intake. The customer care agent recommended discussion of medication and exercise effects with user's endocrinologist and advised referral to pump trainer for exercise-specific settings and education. Symptoms included no observed clinical signs or conditions reported by the user or identified during review. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of information synced from the app, and evaluation of use patterns. Investigation of this case revealed no device problem and that the device component implicated did not have an appropriate specific code available, while the issue was traced to user interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.